Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
Inotropes were initiated. According to the surgeon, during the explant, the outflow graft was twisted. The low flow alarms were due to the outflow graft twist. There were no changes to the patient condition or anticoagulation status that may have contributed to the event. The patient was being monitored in the hospital on right sided support after the explant.

Event description:
It was reported that patient came in on (B)(6) 2026 due to permanent low flow alarms on their system controller. Log files were attached which showed a slow decrease in flow over weeks until the (B)(6) 2026 when low flow alarms occurred. A computed tomography angiography (cta) was performed which showed an obstructed outflow graft. It was said it was beneath the bend relief. The obstruction was complete and no stenting was possible. It was said the left ventricular (lv) function was good and the lv recovered. On the (B)(6) 2026, it was planned to explant the pump. The pump was intended to return for evaluation.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.